Event description:
It was reported by service report that the mattress does not match the velco pattern on the unit and was not fastening to the stretcher littler and could slide off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Mattress.